Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not completely close to lock the clip in place onto the tissue. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp on a vessel/tissue bundle. The surgeon had full movement of the instrument but when deploying the clips onto the anatomy of the patient, the instrument did not work properly. This occurred during the first clip application attempt.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip with severe misalignment of the grip-tips. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: customer reported that it is common practice for their surgeons to use two clip appliers for their robotic chole procedure. When the one in question was malfunctioning, they just used the second clip applier that was already up on the field to continue the case. If the surgeon was impatient the room can call for another clip applier as requested. We try to be mindful of the cost that is passed onto the patient. There were no reports of injury from either of the other cases when the same clip applier was used in.

Event description:
Refer to h11 for follow-up information.